Manufacturer narrative:
On 11/21/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 250cc saline breast prosthesis (left device) and a mentor smooth round moderate profile 375cc saline breast prosthesis (right device) and suffered several unexplained systemic symptoms, including fibromyalgia, lupus, hypoglycemia, anxiety, migraines, weight loss, weight gain, rashes, hives, heat sensitivity, digestive issues, ibf, gastro reflex, severe back and neck pain, chest pain, increased heart rate, premature ventricular contractions, brain fog, fatigue, numbness in hands/legs/feet, tingling sensation throughout body, neuropathy, blurred vision, unable to drive, changes in vision, degenerative disc disease, hair loss, no eyebrows/eyelashes, chronic sinus infections, strep throat, bronchitis, ulcers throughout mouth, jaw pain, teeth pain, tooth decay, arthritis, abdominal pain and cramping, gerd, hyperlipidemia, breast pain, ovarian cysts, allergic rhinitis, iron deficiency, vitamin d deficiency, and vitamin b12 deficiency. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient received a diagnosis of bilateral breast implant illness from her healthcare provider. As a result, the patient will undergo bilateral explantation with no replacement devices on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: the sample was visually inspected and no apparent damage was found. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).